Event description:
During an ercp being performed on the patient, the trapezoid basket was being used to break up a stone at the base of the common bile duct and the safety release mechanism located at the tip of the basket failed. The actual wire snapped mid-shaft leaving the basket and stone stuck in the ampulla. The patient was taken to the operating room for removal of the basket and stone. (B)(4).